Manufacturer narrative:
The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.

Event description:
The customer complained that two samples yielded false positive reactions with biotestcell 3. Another sample with same lot was weak to rare 2+ in screen and panel, all negative at a reference lab. When the case was discovered during efficiency check of CAPA (B)(4) it was evaluated to be MDR relevant by bmd its because of the initial description of the customer. However, the customer informed bio-rad within the first phone call in april not to be interested in a formal complaint work-up, because, there is not enough info to do so. The customer did not wish to have the tango serviced. He also had sent neither the affected samples nor the complained biotestcell 3 product. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.